Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter zip: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the pw was not suctioning and she had replaced the acc kit, but it was still not suctioning. Lms rep performed water suction test with and w/o the wick and it was founded that the system suctioned as purposed. Caller was given instructions on how to conduct the pinch test. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Event description:
(B)(6) said the pw was not suctioning and she had replaced the acc kit, but it was still not suctioning. Lms rep performed water suction test with and w/o the wick and it was founded that the system suctioned as purposed. Caller was given instructions on how to conduct the pinch test. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.